Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised. As reported by rep: "pt. Suffered a fall and felt her knee was unstable, subsequently. Dr. Swapped the prior 'ps insert' for a 'ts insert'. No complaints have been filed against the implants themselves." Spoke to rep. Patient tripped and fell directly on her knee. Rep confirmed there are no allegations of malpositioned implants.